Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact. No additional information was provided. Customer declined troubleshooting with tandem technical support.